Manufacturer narrative:
Follow-up submitted to report device evaluation. Device received is different from that which was submitted on the initial 3500a report. Lot number and manufacture/expiration dates previously submitted do not apply. Device received is different from that which was submitted on the initial 3500a report. Lot number and manufacture/expiration dates previously submitted do not apply. Correction: additional information requested regarding report of patient allergic reaction. Physicians who applied implants were interviewed and it was determined that allergic reaction was accidently selected on the complaint form. The patient did not experience an allergic reaction. Based on additional information received, this complaint does not meet reportability requirements as an MDR. However, this complaint does meet reportability requirements for submission on the alternative summary report and will be reclassified.

Event description:
Per complaint (B)(4), a patient with a dental implant experienced both an allergic reaction and an edema. Osseointegration failure was also reported. The implant was removed four months after initial placement.